Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, noise was seen on the right atrial lead, causing inappropriate mode switching. The noise was reproduced when the patient extended his left arm across his chest. No interventions were performed, and the lead remained implanted. The patient was stable and would be monitored.